Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a bent cannula, infusion leak and mentioned that they experienced high blood glucose level of 403mg/dl. Customer declined to troubleshoot for high blood reading. Customer was assisted with bent cannula and infusion set leak and was advised to change the infusion set. The product will not be returned for analysis.